Event description:
The patient reported they got a staph infection from their implant surgery. They noted they were in the hospital for 5 days. The patient stated that they are still infection, and if it does not clear in a month, they will have to take out the implant. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.